Manufacturer narrative:
Product analysis: the device remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that three days following the implant of this 34mm transcatheter bioprosthetic valve, into a patient with a large "chunk" of calcium located in the left coronary cusp (lcc), the patient experienced complete heart block with bradycardia and presented with symptoms of dyspnea, lung edema, and a low diastolic pressure. A transthoracic echocardiogram (tte) was performed and showed moderate paravalvular leak (pvl). It was also noted the temporary pacemaker was out of function. The patient was transferred back to the catheterization angiography laboratory for conscious sedation and evaluation. A transesophageal echocardiogram (tee) showed severe pvl. A new pacemaker was placed. A post-implant balloon aortic valvuloplasty (bav) was performed with a 26mm non-medtronic balloon with two inflations. However, the chunk of calcium prevented the valve frame from full expansion with resisting pvl. The physician chose to load a new valve. A second post-implant bav was performed with a larger 28mm non-medtronic balloon which increased expansion of the valve frame, but severe pvl remained. The second valve was inserted into the patient and positioned in a slightly lower implant depth resolving the pvl. No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the valve remains implanted and images were not received for review. Conduction disturbances are known potential adverse effects per the device instructions for use (IFU) and can be resolved with the implant of a permanent pacemaker with the risk-benefit ratio in favor of the transcatheter aortic valve (tav). Factors that may impact the development of conduction disturbances include depth of implant, baseline conduction defects, and anatomical considerations, and a conclusive cause could not be determined from the limited information available. Hypotension is also known a potential adverse effect per device IFU. It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally functioning device or model implant procedure. A conclusive cause of the hypotension could not be determined from the limited information available. Paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or presence of pre-existing patient conditions. Multiple factors can affect frame expansion or compression, such as patient anatomy (e.g., calcification location and levels) and procedure related factors (e.g., valve positioning). In this case, it was reported that the frame under-expansion was due to patient¿s calcification resulting in pvl, as a ¿large chunk of calcium¿ in the lcc prohibited the valve frame from full expansion with subsequent pvl. However, with the limited information and no images to review, we are unable to conclusively determine the cause for this report. Additionally, it was reported that a post bav was performed with some expansion and no improvement in the pvl. Per the evolut system IFU, "in the event that valve function or sealing is impaired due to excessive calcification or incomplete expansion, a postimplant balloon dilatation of the bioprosthesis may improve valve function and sealing. To ensure patient safety, valve size and patient anatomy must be considered when selecting the size of the balloon used for dilatation. The balloon size chosen for dilatation should not exceed the diameter of the native aortic annulus. Refer to the specific balloon catheter manufacturer's labeling for proper instruction on the use of balloon catheter devices." There is no information to suggest a device quality deficiency that may have caused or contributed to this event. This event does not indicate device misuse or malfunction. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Updated h.6 - patient codes, health impact codes, eval results and eval conclusion codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.